Event description:
Change out for biventricular pacing ICD generator, lv lead was a guidant 4513lv-1 - chose to implant st jude medical biv ICD-appropriate lead adapter - oscor inc model #blv/bis-10 lead adapter - when unscrewing the set screws that fixate the guidant lv lead - model 4513 - into the biv ICD generator and set screw on the lead adapter and insert lv lead into adapter lead port - the lv lead could not be advanced and seated distal to set screw portion of lead adapter port. The st jude rep had a second lv lead available and easily inserted into the adapter lead port and set screw tightened without further incident.